Event description:
It was reported that sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The structure of laa was complex. After three full recaptures, the was sheath was found to be kinked. The device did not meet release criteria and the procedure was cancelled. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody, and the dilator was returned but not in the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed kinks in the sheath located 63cm and 65.5cm from the tip. Inspection of the rest of the device found no other damaged or defect. The reported kink was confirmed.

Event description:
It was reported that sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The structure of laa was complex. After three full recaptures, the was sheath was found to be kinked. The device did not meet release criteria and the procedure was cancelled. No patient complications were noted.